Manufacturer narrative:
H3: device eval by manufacturer: the device was returned to bsc for analysis and was analyzed by a bsc quality engineer. The 27mm lotus edge valve system was returned unsheathed inside the sterilization bottle. A kink was noted towards the distal end of the delivery system. Further proximal, a compression was noted on the delivery system. The sterilization bottle was removed and drained. The guidewire, multi-lumen extrusion and outer sheath ports were each flushed with 15mls saline. A stylet was inserted into the nosecone and the lotus edge valve system was sheathed without issue. Sheathing resulted in bunching of the outer sheath at the location of the kink. The lotus edge valve system was unsheathed and a lotus introducer sheath (lis) was prepared. The lotus edge valve system was unable to be advanced into the lis passed the location of the kink. The lotus edge valve system was unsheathed and the lotus edge valve was locked and released without issue.

Event description:
It was reported that the lotus edge delivery system was kinked. A patient was selected for a 27mm lotus edge valve implant. The patient had a very tortuous periphery. Access was gained through a right transfemoral approach. During the procedure, the lotus edge valve delivery system was inserted through the lotus introducer sheath(lis) and resistance was felt by the physician. After the lotus edge valve delivery system exited the lotus introducer inside the patient, two kinks were observed on the delivery system. Both products were removed and resistance felt when removing the lotus edge valve delivery system through the lis. The procedure was completed successfully with a new lotus edge valve and new lotus introducer sheath. There were no consequences to the patient.

Manufacturer narrative:
E1: initial reporter facility name corrected from (B)(6) hospital. E1 initial reporter address 1 corrected from (B)(6). H3: device eval by manufacturer: the device was not returned to boston scientific(bsc) for analysis. Images of the device were taken during the procedure and were forwarded to bsc for review. The image shows extensive compression damage to the distal outer sheath. No other procedural angiographic media was made available for review.

Event description:
It was reported that the lotus edge delivery system was kinked. A patient was selected for a 27mm lotus edge valve implant. The patient had a very tortuous periphery. Access was gained through a right transfemoral approach. During the procedure, the lotus edge valve delivery system was inserted through the lotus introducer sheath(lis) and resistance was felt by the physician. After the lotus edge valve delivery system exited the lotus introducer inside the patient, two kinks were observed on the delivery system. Both products were removed and resistance felt when removing the lotus edge valve delivery system through the lis. The procedure was completed successfully with a new lotus edge valve and new lotus introducer sheath. There were no consequences to the patient.

Manufacturer narrative:
Device eval by manufacturer: the device was not returned to boston scientific (bsc) for analysis. Images of the device were taken during the procedure and were forwarded to bsc for review. The image shows extensive compression damage to the distal outer sheath. No other procedural angiographic media was made available for review.

Event description:
It was reported that the lotus edge delivery system was kinked. A patient was selected for a 27mm lotus edge valve implant. The patient had a very tortuous periphery. Access was gained through a right transfemoral approach. During the procedure, the lotus edge valve delivery system was inserted through the lotus introducer sheath(lis) and resistance was felt by the physician. After the lotus edge valve delivery system exited the lotus introducer inside the patient, two kinks were observed on the delivery system. Both products were removed and resistance felt when removing the lotus edge valve delivery system through the lis. The procedure was completed successfully with a new lotus edge valve and new lotus introducer sheath. There were no consequences to the patient.